Event description:
During a tt maze procedure when the doctor was dissecting around the pv with the mid1 device in the oblique sinus, the lung unexpectedly inflated causing the surgeon to quickly remove the dissector. As the surgeon was extracting the dissector he inadvertently created a hole in the back wall of the atrium. The surgeon converted to a sternotomy to gain better access and control the bleeding and cut the svc with the saw upon opening the chest. The patient expired three days post-op.

Manufacturer narrative:
(B)(4): the device was discarded by the facility.device not returned to manufacturer for evaluation however device history record was reviewed and no non-conformance or re-work noted during manufacturing process that could have caused or contributed to the reported event.